Event description:
It was reported the patient experienced painful stimulation in her back when stimulation is on. It was also reported the patient will undergo x-rays and blood testing due to swelling at the lead incision site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.